Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated digoxin result of 2.63ng/ml (which is above the therapeutic range) generated by the unicel dxl 600 access immunoassay system for one patient. Subsequent testing produced results of 0.80ng/ml and 0.72ng/ml which were within the therapeutic range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc has been within the customer's established ranges. A field service engineer (fse) went on-site (B)(4) 2011 and performed a system check which passed within the instrument specifications. Fse replaced the aspirate probes and made necessary adjustments to the ultrasonics and alignments. Fse also performed precision tests on both reagent pipettors and no issues were noted. Another routine system check then performed passed within specifications.